Manufacturer narrative:
The getinge field service technician (fst) was sent onsite for investigation of the device. The repair is ongoing. As soon as new information becomes available a follow up medwatch will be submitted. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl20) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in india. It was reported that the error message: "ad conv" was displayed on the hl 20 main pump. The issue was observed during routine checkup by user. No harm to any person was reported. According to the hl20 service manual the error message "ad conv" indicates that the analogue digital memory is faulty. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the error message: ad conv was displayed on the hl 20 main pump. The issue was observed during routine checkup by user. No harm to any person was reported. According to the hl20 service manual the error message ad conv indicates that the analogue digital memory is faulty. A getinge field service technician (fst) was sent for investigation and repair. The fst reconnected all connectors of the motor control board and the pump control board which solved the reported failure. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar case was assessed by the getinge life cycle engineering. Since the reported failure error message: ad-conv was resolved by reconnecting the boards, the most probable root cause was determined as communication disturbances due to transition resistance that can arise from surface corrosion. Due to the age of the device and the parts motor control board and pump control board (10 years old) age related aspects can be considered as well. The review of the non-conformities has been performed on 2025-06-02 for the period of 2015-04-10 to 2025-05-31. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-04-10. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure error message: ad-conv could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).